Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. It was also reported that the plaintiff experienced recurrent abdominal and suprapubic discomfort, bladder infection, low back pain, urinary frequency, dribbling during urination, recurrent cystitis, incomplete bladder emptying, and urinary tract burning. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2014-35157.